Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart monitor was not working. The pcoip was replaced. The medtronic representative reported that the pcoip was replaced, but the camera cart monitor stated no video detected. The monitor settings were checked and it was discovered that it was set to hdmi. The settings were switched to dp and the issue was resolved. The system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip client was tested and logs did not indicate any software reboots. There was no failure found with the pcoip. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that while navigating, the camera cart monitor started displaying "no video detected." The other monitor was working without issue. Rebooting did not resolve the issue and the camera was functioning without issue. The surgery was completed with navigation and there was no impact on patient outcome.